Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/18/2013 with the following findings: during investigation, a review of the pump history showed no power issues. There was no data in the black box from time of the reported power issue due to continued use. There was no damage found to the battery cap or battery compartment. The battery cap was able to attach securely to pump. The battery cap contact height and width were found to be within specifications. The pump powered on normally with no alarms emitted. The pump was exercised for 24 hours with no alarms or power issues occurring. The pump was opened and no damage was found to the power circuit. The issue of intermittent was not able to be duplicated during the investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The pump reportedly lost power without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.